Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the no output of image was due to the failure of the video connector. The cause of the faulty video connector could not be identified. Based on the results of the investigation, it is likely that the power switch did not work was due to the failure of the power switch mechanism. The cause of the power switch mechanism could not be identified. The reported issue of image noise making it impossible to recognize objects was not duplicated. Therefore the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found there was no image due to failures of the video cable connectors; and the power switch did not work. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera elite video system center had noisy image which was intermittent, and object could not be recognized. The issue was found during inspection before use. The otolaryngology procedure was completed using a similar device. There were no reports of patient harm.